Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Arrhythmia/ sepsis: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: pt with gi bleed, noted when checking tf residual. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, lidocaine was given for ectopy overnight. The impella was at p5 and was attempted to increase to p6 to give more flow from the impella before going up on pressors but suction alarm on p6. Echocardiogram showed the impella in good position. Later, it was noted that there were questions for mixed shock presentation, maybe septic? Blood cultures were pending at this time. Last white blood cell was 20. Additionally, there was a concern of upper gastrointestinal (gi) bleeding yesterday so the team stopped systemic heparin. Gi was consulted and per gi note, endoscopy for upper gi would be unfavorable due to critical condition but no further bleeding from gi tube. The patient was later weaned and explanted. The patient's outcome at explant was noted as survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿